Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate tortuosity. Intravascular ultrasound (ivus) and pre-dilatation was performed. The xience v stent was implanted. Post-procedural ivus was attempted; however, resistance was met with the implanted stent. The ivus catheter was attempted to be removed, but became stuck on the deployed stent. A guide wire was advanced, and torque was applied. The guiding catheter was deeply engaged in the vessel in an attempt to remove the entire system; however, the ivus catheter could not be removed; therefore, the patient was sent to surgery for removal of the ivus catheter. The stent remains implanted in the lesion. The patient was sent to recovery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the ivus with the stent implant if the stent is not fully expanded and apposed, damage to the stent or ivus. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, a sampling of units are destructively tested to verify proper stent deployment. In this case, the xience v stent delivery system (sds) and ivus catheter used were not returned for analysis which may have aided the investigation. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It is possible the stent was not fully expanded, resulting in an interaction with the catheter. Additional treatment was used in the attempts to remove the ivus catheter however these were unsuccessful and the patient was sent for surgery to remove the ivus catheter. The stent remains implanted in the lesion. The device was not returned for analysis and a conclusive cause could not be determined for the reported difficulties. A review of the lot history record database for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to remove. There is no indication of a lot specific product quality deficiency.